Manufacturer narrative:
In 2007. Device not implanted, couldn't convert vf at implant. The analysis on this device is pending.

Event description:
It was reported that during the implantation procedure, the device couldn't convert vf after multiple attempts. Therefore, the ICD was not implanted.